Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate the device. The device log files were reviewed confirmed a cfb error. The log analysis indicated that ventilation was not interrupted during the event. The fse replaced the device's mainboard to remedy the reported issue, all tested parameters were found to be within specification.

Event description:
It was reported that the device experienced interface issues and displayed a decommission screen. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated there was no adverse effect to the patient as a result of the malfunction.